Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 586 mg/dl. The customer was hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The customer reported bent cannulas on the infusion set and the absence of a no delivery alarm from the insulin pump. No additional information was provided.